Manufacturer narrative:
The pump was received without a battery cap. Installed a battery cap and continued testing. The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, and active current measurement due to the blank display. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case, stained keypad overlay, broken belt clip rails, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Unable to verify battery cap damage due to the pump being received without a battery cap. Blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Battery cap damage is unknown due to the pump being received without a battery cap. Cosmetic damage on the battery compartment, battery tube threads, and belt clip rails is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap cracked/damaged, crack on pump, contacts were detached. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue the use of the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.